Event description:
It was reported by the sales rep that the saw did not actually leak oil while in use. The lubricant was observed when the blade mount was pulled out in order to change the blade. There was no lubricant that came in contact with the surgical site and no additional treatment was prescribed as a result. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
On january 29, 2009, the saw involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the saw performed within specifications.